Event description:
It was reported that the white clamp on the cassette tubing was missing. No patient was involved.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing could not be performed due to the condition of the cassette sample. No root cause could be determined since the complaint was not confirmed due to the sample being received in used conditions without its original packaging. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07851 is no longer considered reportable, please disregard any MDR reports associated with it.